Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged and exhibited high thresholds. It was noted that the right ventricular (rv) lead exhibited high thresholds too. Both leads were capped and replaced.  No patient complications have been reported as a result of this event.